Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and infection ("infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, bladder disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma, alopecia, tooth disorder, hormone level abnormal, headache, weight increased, menorrhagia, fatigue and infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, infection, menorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for bladder probs, uti, vag. Infect, vag. Discharge, hair loss, dental probs., hormonal changes, headaches, weight gain. Discrepancy noted in date of insertion- (B)(6) 2014 , (B)(6) 2014 most recent follow-up information incorporated above includes: on (B)(6) 2020: information transferred from deletion case (B)(4)- event menorrhagia (heavy menstrual bleeding), fatigue, infection were added. New reporters, all source documents and reference section were transferred to this case based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), tooth disorder ("dental probs") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, bladder disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma, alopecia, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for bladder probs, uti, vag. Infect, vag. Discharge, hair loss, dental probs., hormonal changes, headaches, weight gain. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - case becomes incident. Previously reported event injury nos was removed. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, psych injury related to essure, bladder probs, uti, vag. Infect, vag. Discharge, hair loss, dental probs, hormonal changes, headaches, weight gain and device monitoring procedure not performed was added. Essure indication, insertion date and removal date was added. Patient date of birth was added. Consumer address were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.